Event description:
In late 2008, the lay user/ pt contacted lifescan (lfs) alleging an inaccuracy issue with the onetouch ultra meter. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to contact the pt to obtain additional info. The mas mailed a letter to the pt on dec 18, 2008, in an attempt to contact the pt for follow-up questioning. The pt stated that he obtained a reading on the subject meter, which was reportedly 50 points or more higher than his old onetouch profile meter. The date and time of the reported issue is not known. The pt reportedly took the amount of insulin based on the reading obtained on the subject meter. The pt stated that he encountered several hypoglycemic episodes, due to the reported issue. It is not known whether the patient obtained any blood glucose readings while experiencing the symptoms. It is also not known whether the patient received any treatment as a result of the reported symptoms. Based on the provided info, this complaint is being reported because the pt allegedly developed hypoglycemic episodes, after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.